Event description:
Same case as MFR # 2134265-2009-00940. It was reported that during a coronary drug eluting stenting treatment procedure, device entanglement along with removal difficulties occurred and post the coronary drug eluting stenting treatment procedure, the pt expired. The physician was trying to perform a kissing stent deployment procedure with a 3.00x20mm and 3.50x20mm taxus liberte drug eluting stent (des) in the proximal circumflex (cx) to the distal left main coronary artery with proximal dissection of the proximal left anterior descending artery (lad). The two taxus liberte devices became entangled while attempting to deploy them and the physician pulled the devices out along with the guide catheter. It is believed that the guide catheter may have "dislodged" the position of the stents during deployment. It was noted that the physician felt resistance while removing the devices. The procedure was ended and it was noted that the pt expired nine days later. The patient's cause of death is unknown; however, the physician's opinion states that the death is not device related. Additional info was requested, but was not received.